Event description:
Information received indicates that the right foot siderail has fallen off the bed.

Manufacturer narrative:
The technician found the mounting holes in the siderail were stripped. He replaced the siderail to repair the bed.